Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the product inspection and investigation of similar cases in the past, it is suspected that the metal pipe of the snare wire became caught inside the snare tube because the hole through which the snare loop passes inside the water inlet fitting became narrower. It is thought that the inner diameter of the snare tube narrowed due to the physical load in the compression direction applied to the connection between the coil and the tap in the insertion section, but it was not possible to determine the circumstances in which this occurred. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that while using the snare tube in combination with the snare wire, the user tried to pull it out after the procedure but it was unable to be pulled out. The reported issue occurred after a therapeutic polypectomy, which was completed using the subject device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.